Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had a leak. Patient had brief desaturation. Replacement of the new tube was done.